Event description:
It was reported the patient underwent initial left total hip arthroplasty. Subsequently, the patient was revised approximately 4 years later due to taper corrosion and metal related pathology. The shell remained intact, and all other components were replaced without complication. Attempts have been made and additional information on the reported event is unavailable at this time.

Manufacturer narrative:
This follow-up report is being submitted to relay additional information. D11: item#: 00630505036, item name liner standard 3.5 mm offset 36 mm i.d. For use with 50/52/54 mm o.d. Shells lot#: 62224391. Item#: 00620205022, item name shell porous with cluster holes 50 mm lot#: 62058393. Item#: 00625006525, item name bone screw self-tapping 6.5 mm dia. 25 mm length lot#: 62143451. Once the investigation has been completed, a follow-up MDR will be submitted.

Manufacturer narrative:
(B)(4). Concomitant medical products: zimmer m/l taper stem cat#unk lot#unk. Zimmer versys femoral head cat#unk lot#unk. Zimmer kinectiv neck cat#unk lot#unk. Zimmer cup cat#unk lot#unk. Zimmer liner cat#unk lot#unk. The device will not be returned for analysis, due to location of device is unknown; however, an investigation of the reported event is in progress. Once the investigation has been completed, a follow-up MDR will be submitted. Multiple MDR reports were filed for this event, please see associated reports: 0002648920 - 2020 - 00414. 0001822565 - 2020 - 03254.

Event description:
It was reported the patient underwent left total hip arthroplasty. Subsequently, patient underwent revision approximately 4 years later due to unknown reasons. It was noted the stem, head, and kinectiv neck were removed. Attempts have been made and additional information on the reported event is unavailable at this time.

Event description:
No further event information available at the time of this report.

Manufacturer narrative:
This follow-up report is being submitted to relay additional information. Reported event was unable to be confirmed due to limited information received from the customer. Device history record review was unable to be performed as the lot number of the device involved in the event is unknown. Root cause was unable to be determined as the necessary information to adequately investigate the reported event was not provided. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
Upon reassessment of the reported event, the stem was determined to be not reportable and did not contribute to the reported event. The initial report was forwarded in error and should be voided.

Manufacturer narrative:
Upon reassessment of the reported event, the stem was determined to be not reportable and did not contribute to the reported event. The initial report was forwarded in error and should be voided.